Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, the safety release slider was activated retracting the locator wings, and counter-traction with an assertive pull were applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(Incorrect use of device - off label use) - the device was received. Investigation is not yet complete. The instructions for use for the starclose device state "indications for use. The starclose vascular closure system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of pts who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths."